Event description:
Email complaint was sent from bd to embecta. Sent: thursday, february 1, 2024 11:52 am-embecta's awareness date. Sent: wednesday, january 31, 2024 7:11 pm-bd awareness date. ___________________________ I bought a bd safe-clip from my veterinarian on (B)(6) 2023. It worked fine for the first (B)(4)150 needles. I didn¿t even go through (B)(4) needles yet and I cannot get any more needles to go into it. It says it stores (B)(4) needles. When I try to put a needle in it, it won¿t go into the hole. It acts like it is full. So I cannot cut the needles off to go into the device. Insulin syringe being used is 8mm x 31g. Bd safe-clip needle clipping & storage device. Lot # 2195001. Ref #(B)(4).

Manufacturer narrative:
The data of the follow-up number 1 medwatch report submission was may 19.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.